Manufacturer narrative:
H.6. Investigation: three photos were returned from lot. No. 8282598, cat. No. 320129. Visual examination of the returned photos was carried out and a broken non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no sample was returned for analysis this cannot be confirmed to be manufacturing related. H3 other text : see h.10

Event description:
It was reported that the pen ndl 31ga 5mm 14bag 700cas jp experienced an inner shield/outer cover that would not attach/detach during use. The following information was provided by the initial reporter: pen needle didn't come out from the outer cover.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 31ga 5mm 14bag 700cas jp experienced an inner shield/outer cover that would not attach/detach during use. The following information was provided by the initial reporter: pen needle didn't come out from the outer cover.